Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to exceed safe limits. In response, the customer administered a correction injection via multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge before resuming insulin.